Event description:
It was reported that the patient developed an infection. The infection was from an unknown source. The patient was pacemaker dependent. The leads were removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) review of quality records.